Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: a review of the pump black box showed evidence of a sudden drop in voltage resulting in a low battery warning on (B)(6) 2018. A visual inspection of the pump revealed no damage to the battery compartment or returned battery cap. There was no evidence of moisture contamination inside battery compartment. The returned battery cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 12 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump¿s cover was removed and no evidence of moisture or defects were observed to the power components. A battery was not returned with the pump. The complaint of a temperature issue was not duplicated during investigation.